Event description:
It was reported that at the replacement procedure, this cardiac resynchronization therapy defibrillator (crt-d) exhibited high our of range shock impedance resulting in a recorded code 1005. Device data was sent to rhythmcare for review. Rhythmcare discussed possible causes of the increased impedance measurements and recommended further evaluation of the right ventricular (rv) lead for impairment. This device was explanted and replaced as planned. No additional adverse patient effects were reported.